Event description:
It was reported that low, out of range, impedance readings were encountered during surgery to implant the patient's neurostimulator system. It was later reported that the leads were "just too close together." It was noted that "all was fine." No further details or patient symptoms were provided. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).